Manufacturer narrative:
One smiths medical level 1 hotline low flow system was returned for analysis with a wear and tears on front cover, cracked water tank cover and enclosure, old style components include the enclosure and printed circuit board (pcb). During analysis, the reported event was able to be duplicated. It was noted that faulty old heater was the cause of the reported issue. No action taken due to the age and condition of the device. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical level 1 hotline low flow system had heating issues. No adverse effects were reported.